Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified volume of normal saline, at an unspecified rate. It was reported that during priming prior to patient use, an unspecified volume of solution leaked from the connection of an unspecified proximal tubing and inlet port of the upper lid of the cylinder of the drip chamber of the tubing set. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device was received. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event. The commodity on the international list number that malfunctioned is comparable to the commodity on the domestic list number. (B)(4). This report represents all the information known by the reporter upon query by hospira personnel.